Event description:
Same case as manufacturer's report #: 6000089-2006-02206 it was reported that during a angiogram in the superficial femoral artery (sfa), the platinum plus guidewire tip caught on the sheath during withdrawal, unraveled and broke off. During this same procedure, the diamond balloon ruptured the external iliac artery. The lesion was 80% stenosed and heavily calcified, and was not predilated. The vessel tamponaded and the physicain resuscitated the patient. In the or, the tip of the platinum plus guidewire was found subentimal an palpable pulses were felt in the feet, so no additional intervention was done. Approximately a 1 cm piece remains in the body. Also, a linear tear was found across the lesion in the external iliac artery and the physician fixed it with an interpositional graft. The physician noted that this patient has bad disease with poor inflow. The physician also mentioned that he had performed a fem-fem crossover.

Manufacturer narrative:
Product has been returned; however, the investigation is not completed at this time. A supplemental report will be filed when the investigation is completed.